Event description:
Customer reports that the lancet broke off in his finger and caused an infection for which he needed a cream prescribed by his doctor. Requested return of suspect device and replacement was sent.